Event description:
It was reported that the break-defeat wasn't working. A 1.50mm rotapro was selected for use. During the procedure it was noted that the break-defeat was not working as the physician's trying to walk the device back while maintaining the wire position. No patient complications were reported. It was further reported that the device was removed by pinching the wire to push through the rota burr to maintain position.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire and wireclip torquer used in the procedure was not returned; a test wire and torquer was used for analysis. The rotawire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. The wire was then inserted into the wireclip torquer, the brake defeat button was pressed, and the wireclip torquer was fully inserted to hold the brake defeat button down. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the wire was able to be manipulated without issues with the wireclip torquer pressing the brake defeat button during rotation.

Event description:
It was reported that the break-defeat wasn't working. A 1.50mm rotapro was selected for use. During the procedure it was noted that the break-defeat was not working as the physician's trying to walk the device back while maintaining the wire position. No patient complications were reported. It was further reported that the device was removed by pinching the wire to push through the rota burr to maintain position. Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire and wireclip torquer used in the procedure was not returned; a test wire and torquer was used for analysis. The rotawire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. The wire was then inserted into the wireclip torquer, the brake defeat button was pressed, and the wireclip torquer was fully inserted to hold the brake defeat button down. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the wire was able to be manipulated without issues with the wireclip torquer pressing the brake defeat button during rotation. Product analysis did not confirm the reported event, as the test wire was able to be manipulated without issues with the wireclip torquer pressing the brake defeat button during rotation.

Event description:
It was reported that the break-defeat wasn't working. A 1.50mm rotapro was selected for use. During the procedure it was noted that the break-defeat was not working as the physician's trying to walk the device back while maintaining the wire position. No patient complications were reported.